Manufacturer narrative:
(B)(4). The onset date of the hernia was unknown; however, the hernia was diagnosed on (B)(6) 2015. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a hernia coincident with peritoneal dialysis therapy. The patient was diagnosed with a chronic incisional hernia with omentum incarcerated while hospitalized for an unrelated event. The hernia was manifested by abdominal pain. The cause of the hernia was unknown. A partial takedown of the hernia was performed. Fifteen days after admission, the patient was discharged from the hospital. Therapy remained ongoing. At the time of this report, the patient had recovered. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). The device was not received for evaluation and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.